Event description:
Following the procedure approximately one hour later, a pericardial effusion was diagnosed via ultrasound. A pericardiocentesis was conducted and the patient was stabilized. There were no performance issues with any devices. The perforation was noted to most likely be in the right ventricle. The introducer was not in the right ventricle and no damage was noted to the introducer prior to, during, or post-procedure.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The results of the investigation revealed sheath had been bent and kinked in multiple locations. The sheath deflected in both directions when actuating the steering mechanism; however, it did not deflect in the correct shape due to the aforementioned damage. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the deflection difficulties is consistent with the aforementioned damage. The cause of the bends and kinks remains unknown. No contributing factors in relation to the cardiac perforation were noted during evaluation; therefore, the cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer ref: 3008452825-2021-00072, 3008452825-2021-00073. Following the procedure approximately one hour later, a pericardial effusion was diagnosed via ultrasound. A pericardiocentesis was conducted and the patient was stabilized. There were no performance issues with any devices.